Event description:
A caller reported the freestyle libre reader battery is discharging prematurely. Due to this, the customer experienced an event in which, while having no symptoms, required paramedics to be called. A capillary result was obtained (unspecified) and the customer was treated with 1 ui insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre reader battery is discharging prematurely. Due to this, the customer experienced an event in which, while having no symptoms, required paramedics to be called. A capillary result was obtained (unspecified) and the customer treated with 1 ui insulin. There was no report of death or permanent injury associated with this event.